Event description:
As reported: "it was reported that 2.0 stryker variax drill bit broke off in patient's tibia. Unable to retrieve broken bit from patient."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not available since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "it was reported that 2.0 stryker variax drill bit broke off in patient's tibia. Unable to retrieve broken bit from patient."